Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where the anterior leaflet was tethered at 19mm and that is thought to be the cause of the initial drop after deployment. The valve dropped even more after wire manipulation when the curl appeared to get wrapped in the drop loop. The physician placed pigtail and yanked on the wire, valve dropped significantly. Because the valve canted, a snare had to be used and it was necessary to do a valve in valve. During the anchor spin, leaflet capture was confirmed on all anchors, no major issues getting under the anterior tethered leaflet. Minimal pvl observed. Most of the anchors lost contact with the annulus, it was thought that the valve was held in place by the anterior papillary muscle. The decision was then made to do valve in valve. Sapien deployed at correct height within evoque valve and there was no leak between valves. The patient is reported to be doing well.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. Based on the complaint investigation, the complaint for malposition - valve migrates from deployment position was confirmed with empirical evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that procedural factors (forceful wire removal) and anatomical factors (severe leaflet tethering and negative basal rv oversizing) contributed to the event, however, no objective evidence was provided for review. Therefore, a root cause could not be determined. Malposition events such as migration may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), procedural factors and patient factors. Migration may occur as a result of lack of leaflet capture and rv volume changes upon implantation or volume management. The mismanagement of rv volume may result in valve instability and may cascade to valve migration. No preventative or corrective actions are required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met.